Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance evaluated one clinical gia 100-4.8 single use reloadable stapler, and was unable to detect any discrepancies related to the components or manufacture of the product. The stapler was received with an unfired loading unit. Additionally, the firing knob was detached from the instrument. The firing knob was reattached, and the stapler was functionally evaluated; no visual or functional abnormalities were observed. The knife cut cleanly, the staples deployed and formed properly, and the instrument cycled properly with no indication of jams or hang-up. Replication of this condition may occur if an excessive upwards force is applied to the firing knob during disassembly, or if the knob is not fully rotated to one side prior to firing, causing detachment. (B)(4).

Event description:
Black part is broken. Additional information was requested from the account, but none could be provided.